Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2021-03197, 3006705815-2024-02112. It was reported that the patient underwent surgical intervention in which their system was explanted due to ineffective therapy and pain at the ipg site.